Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had prior surgeries where stents were placed in both lower extremities and was in poor vascular condition. The patient's anatomy is as follows: diameter of valsalva (mm) n: 26.9, r: 25.3, l: 28.5; height of valsalva (mm) n: 16.2, r: 20.3, l: 20.3; effective orifice area (cm2) 320; perimeter of annulus (mm) 64.1; ascending aorta diameter (mm) 25.3 × 27.1 (ave 26.2. There was a partially protruding calcification in the right common iliac artery (rt-cia). After completing the required procedures such as a valve loading and pre-bav, the navitor was inserted into the flexnav. During the procedure, the flexnav was strongly pushed at the time of inserting, so the catheter became bent. The flexnav wasn't able to cross in the calcified part of cia and it was retrieved. A balloon angioplasty was performed in the cia portion. It was noted that the flexnav had opened at the tip of the valve capsule and tissue had entered and bent it while being pushed. The ds was replaced with another small flexnav and the procedure was continued. Loading was performed with the new ds. After confirming the valve by a fluoroscopy, the flexnav was inserted and crossed uneventfully. After the navitor valve was successfully deployed, the final lower extremity imaging showed hemorrhage outside the cia, and the blood vessel was confirmed by intravascular ultrasound (ivus). A non-abbott balloon expandable graft was deployed at the site of the hemorrhage. After deployment, the sheath was pulled to the insertion site, which was then imaged again, and the dissection was confirmed from the puncture site to graft, and balloon angioplasty was performed. The sheath was removed, and manual compression was performed. Though there was a slight leakage near the insertion site in the final imaging, the dissection was judged to be improving, and the compression hemostasis was performed. The patient left the operation room in stable condition. The hemorrhage was thought to be due to the first ds. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy, use-related tissue damage, vascular dissection, hemorrhage, and bent valve capsule was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported advancement difficulty appears to be related to patient condition (partially protruding calcification in the common iliac artery). The reported bent valve capsule is consistent with damage during use. The reported vascular dissection appears to be a cascading effect of the advancement difficulty. The reported unexpected medical intervention was a result of case-specific circumstance as manual compression was performed to stop bleeding. The reported surgical intervention was a result of case-specific circumstance as balloon expandable graft was required. There is no indication of a product quality issue with regards to manufacture, design, or labeling.